Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), ubd: UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The caller states the recharger wont power on since friday and patient has been without therapy. Consumer states the dtc does have a green light but when plugged into recharger the charger does not charge. Consumer also mentioned they have already tried resetting the recharger but that did not resolve the issue. Consumer also mentioned the programmer and that it may be dead. They did not order anything yet but we discussed we may replace the dtc and recharger. No symptoms reported. A replacement of recharger and dtc was sent out. Additional information was received from patient rep in regard to the same issue previously reported. Consumer mentioned that the connector pin is a little loose in the recharger. Consumer stated that they did not see any damage to the dtc. Consumer mentioned that they are unsure if the patient has a programmer to resume therapy, but would ask the patient and call ps back. Pss sent an email to repair to replace the recharger and dtc.

Event description:
Additional information was received from patient rep and stated that they still have not received a package. Agent provided tracking number to patient. Patient rep stated that the patient has an appointment today, and they need to charge their device prior to the appointment. Consumer was redirected to call back if they are unable to retrieve the package. Additional information was received from patient rep that they received the package, but when they met with the provider, the provider told them to call and get a wireless recharger.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from patient that the replacement device resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial#(B)(6) , implanted: explanted: product type recharger product ID 37751 lot# serial# (B)(6) , implanted: explanted: product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.